Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the staff did not notice the jaw broke, peeling after insertion through the port. When the physician's assistant used the device on the leg, he observed through the monitor that the jaw boot cover had bent way from the jaw. The device was removed with the jaw boot attached. A replacement device was used to complete the procedure. There was no pt complication reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was intact. No peeling or damage was observed. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).